Event description:
Customer reported a malfunction with the pump screen, which was dark and wouldn't turn on. The customer's blood glucose level at the time of the issue was 224 mg/dl. Technical support decided to replace the faulty pump, confirmed the shipping address, and ensured the customer understood how to use multiple daily injections as backup therapy. The customer was also instructed on storing the pump and returning it with a prepaid label within ten days.